Event description:
It was reported that a novum iq large volume pump alarmed an unspecified system error during an unreported infusion in the neonatal intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.